Event description:
It was reported that a preloaded intraocular lens (iol) was associated with an issue during implantation. Through follow-up, we learned that after the injection of the implant, visual observation revealed that the implant was defective (loss of substance/material) and scratched at its center. The iol came into contact with the patient¿s eye as it was fully inserted, and the incision was enlarged. The implant was then removed using troutmann forceps, and a new iol was inserted. No further details were provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6- health effect - clinical code 4581: no code available (incision enlargement). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.